Event description:
It was reported that the right ventricular lead was oversensing, had an apparent conductor fracture, and triggered a lead alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that the defibrillator conductor was distorted, several conductors ha blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, the exposed defibrillator coil had a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism sleevehead, there was a tip seal observation, and there was tissue on the helix. Performance data was collected from the device and analyzed. A lead integrity alert triggered as one patient alert for lead failure predictor occurred on (B)(6) 2011 12:05:00. Oversensing was noted as 14 - ventricular non sustained tachycardia <=210 ms occurred on (B)(6) 2011 in the timeframe between 10:51:31 and 13:26:08. Interference/noise was also noted as the ventricular short interval count v-sic equaled 339.6 counts avg/day, in 22.89 days, between (B)(6) 2011 13:26:08 and (B)(6) 2011 10:53:06.